Event description:
It was reported that the patient presented to the ER with an open wound. The patient was admitted into the hospital, and the implantable cardioverter defibrillator (ICD) and leads were extracted due to infection. The extraction was successful. No additional adverse effects to the patient were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).